Event description:
It was reported that an alert was detected indicating that the left ventricular automatic threshold (lvat) was higher than programmed or suspended. The automatic test recorded a value higher than the programmed device output. Additionally, the left ventricular (lv) lead exhibited increased but in range pacing impedances measurements. Technical services (ts) reviewed the data and indicated that the measurements are higher than the output with concerns about loss of capture (loc), but the findings are not conclusive. Switching the pacing vectors and further monitoring of the patient was recommended. This lv remains in service. No adverse patient effects were reported.